Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
The abstract titled, "early radiologic assessment of revision total hip arthroplasty with the reclaim modular revision hip system" written by l. Wong, p. Moriarty, and j. Harty. The abstract reports the article is a retrospective study of all revision thas with a reclaim stem between 2012 and 2016. Data was compiled from total of 81 femoral revisions (42 females and 38 males with age range 46-89). Of these, 6 were revised (dislocation, fracture or infection ) and 7 were lost to follow up. Stem subsidence ranged from 0-25.6 mm. The only identified depuy product is the reclaim stem. Depuy product: reclaim stem. Noted adverse events possibly associate with stem: fracture (no further information provided regarding anatomic location or if this applies to bone or implant - treated by revision). Infection (treated by revision). Stem subsidence (no further information provided).